Manufacturer narrative:
This follow-up report is being filed to correct information. Product location unknown

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 to a total knee due to unknown reasons. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 to a total knee due to unknown reasons. Additional information received reported the patient was revised on (B)(6) 2015 due to pain. X-rays showed evidence of tibial loosening.